Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure however a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a moderately calcified and moderately tortuous distal right coronary artery. A 2.5 x 18 mm xience alpine stent delivery system could not cross the lesion and when removed without resistance, a dissection was noted. The dissection was treated with a 2.25 x 18 mm xience alpine stent. There was no clinically significant delay in the procedure. No additional information was provided.